Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -14.0/1.5/004 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2024. On (B)(6) 2024 the lens was explanted due to excessive vault and the problem resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Manufacturer narrative:
H6- health effect- clinical code 4581: significant reduction of irido-corneal angles. B5- the reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -14.0/1.5/004 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2024. On (B)(6) 2024 the lens was explanted due to excessive vault and significant reduction of irido-corneal angles. The problem resolved. The cause of the event was reported as unknown. Claim # (B)(4).

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the haptic broken and haptic torn/broken. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).